Manufacturer narrative:
No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced no external power alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The exact time span of the submitted log file cannot be determined as the controller clock was set to the default timestamp of (B)(6) 2001 when the controller was powered on. After the controller clock was set correctly, the log file captured approximately 20 days of relevant data (25jul2020 ¿ 14aug2020 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2020 from 06:57:00 to 06:57:03 due to a loss of external power while connected to the mpu. The alarms resolved once the controller was connected to 14v batteries. The system controller backup battery supported the system during the loss of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for evaluation. Multiple attempts were made to obtain additional information (including the serial number of the mpu, if the mpu is currently operational, if the mpu has a v-lock connector on the ac power cord, if it is known if the mpu ac power cord became loose at the wall outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.